Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mffz, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had uncomfortable leg stim, there were multiple reprogramming, and the product was eventually replaced resolving the issue. It was noted the patient had lots of lawn outdoor activities. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1mffz, implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot #: va1mffz, ubd: 06-dec-2021, UDI#: (B)(4). Product analysis (B)(4) product ID# 3058. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product analysis (B)(4), product ID# 3889-28 ). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that their belief of the cause of the issue was that after re-implanting the ins, it seemed that their s2 nerve was responding to s3 placement. They noted that there could have been possible lead migration but not enough to determine that this was cause. It was noted that the patient was doing a lot of yard work and, after that day, they started to experience painful leg stimulation. It was reported that the replacement case was not easy as the patient did not respond to normal s3 placement with toe/bellow responses. After surgery, the patient not longer experienced the painful leg stimulation. It was noted that all sensory stimulation was felt in the pelvic floor area. This information had been confirmed with the physician. There were no further complications reported or anticipated.